Event description:
It was reported that a homechoice was wet under the cassette door, indicating a possible leak of the homechoice automated pd set with cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.